Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: 8601. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at an unknown location into the overpouch. This issue was discovered prior to patient use. The device was filled with sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from march 28, 2019 - march 30, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed fluid inside the bag that held the sample, which indicated a leak had occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.